Event description:
The ivtm therapy was performed on a female patient to induce hypothermia post-cardiac arrest. The icy catheter (lot#: 185527) was inserted into the patient's right femoral vein. The catheter placement was smooth and was placed in a single attempt. At the start of ivtm therapy, the patient's temperature was 31.0°c, and the target temperature was set to 36.5°c at a 0.3°c rate. After approximately 16 hours of therapy, during the rewarming phase of the treatment, the console generated an "air trap" alarm and the nurse observed an empty saline bag. The console was confirmed to be functional. The saline bag was replaced to continue the therapy. Approximately 8 hours later, the saline bag was noted empty again. There was no saline noted on the floor, patient's bed, or the console. The catheter leak and the infusion of approximately 1000 ml of saline were suspected. The therapy was stopped and the catheter was removed due to the patient's condition. The patient expired 8 hours later due to multiple organ failure. As per the reporter, the patient was very ill and had several diagnoses, including a heart disease that led to the patient's death. Per the customer, the patient outcome was not related to the ivtm therapy.

Manufacturer narrative:
The reported complaint of the icy catheter (lot#: 185527) leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. The blood residue was observed inside the catheter's balloons and luered tubings. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number: 185527. The customer was re-trained to the revised zoll IFU for a catheter leak check. The event of death was serious because it met the criteria for seriousness (death). Usually, critically ill patients receive ivtm therapy, and the mortality rate is high. Probably outcome of death is related to the patient's clinical condition and not to ivtm therapy. Death was not related to the zoll device and procedure. The clinical outcome (death) was not related to the catheter leak. Seems that approximately 1000ml of sterile cold saline was entered the patient's vasculature. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. The event of the catheter leak relationship to the device and the procedure is casual.